Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found an intermittent issue with the flexvision screen displaying no output. To resolve the issue, the fse reseated the flexvision pc connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.